Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's dad reported that his son was at the emergency room with a broken insulin pump. The insulin pump could not be replaced as it was given to the son by a friend. No additional information provided.